Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter split was confirmed. The products returned for evaluation were two 4 fr single lumen powerpicc catheters. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product samples were evaluated, and a split was observed in the catheter tubing of both units. In unit 01 the split was located between the 8 cm and 9 cm depth markers. In unit 02 the split was located between the 1 cm and 2 cm depth markers. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: - damage which was circumferentially aligned. - fracture edges which were rounded and polished due to repeated material wear. - 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Additional information received 12/12/2025: the losses were internal. The catheter was fixed with stat-lock and we do not use other fixation systems in our service. It was necessary to carry out a new implant with consequent discomfort of the patient. Patient did not experience symptoms or complications.

Event description:
It was reported ppic presented break at cm 2. The patient did not immediately report any particular damage. It was therefore necessary for the removal and subsequent reimplantation to give them the opportunity to continue the chemotherapy path.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.